Event description:
On (B)(6) 2011, this pt underwent endovascular repair for an abdominal aortic aneurysm during gore excluder aaa endoprostheses. At the conclusion of the procedure the pt was doing fine. On (B)(6) 2011, the pt underwent an intervention due to a distal type I endoleak from the right side. A contralateral leg component was implanted in the right external iliac artery and a gore viabahn endoprostheses was implanted in the right internal artery. At the conclusion of the procedure, the pt was doing fine. On an unk date, the pt presented at the hospital with pain in his right leg. Imaging revealed that the right common iliac artery was occluded. On (B)(6) 2012, an intervention began with the purpose of restoring perfusion to the right common iliac artery. The physician attempted to cannulate the contralateral leg component in the right common iliac artery, but it was not possible. The physician will convert to a cross over bypass procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.